Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device grasping metal bits fell apart while using inside the patients abdomen. The fallen piece was retrieved. A new device was opened to complete the procedure. No impact to the patient. The procedure was delayed 20 minutes.

Manufacturer narrative:
(B)(4). Batch # p9410t. Investigation summary: the device was received the upper jaw half broken. Half of the jaw was present and half of the jaw was missing, and the missing piece was not returned the device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and closed. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.